Event description:
This rv lead was implanted on (B)(6) 2009. A call to technical services on 8/23/11 states that the rv lead has higher thresholds. June and july was reprogrammed to doi mode to reduce rv pacing. At that time also noted episodes caused by t-wave oversensing. Device delivered atp, but no inappropriate shocks. Lead impedances stable. Working with np, mary francis. Md is out of town. Denies patient symptoms. No further episodes since reprogrammed at last check. Review of egm does demonstrate oversening of t-wave. Patient also has variable r-wave amplitudes and when smaller, oversenses t-wave, but when larger does not. Also noted t-wave halfway between r to r intervals at 100 bpm, may be slightly prolonged. Best option is to reprogram sensitivity, but will need to redo dfts. Caller measured rv signals - larger signal was 3.19mv, smaller rwave was 1.22 mv and t-wave measured at 0.66mv. Technical services also suggested higher thresholds and changes in rwaves raise question of stability of lead. Technical services suggested chest xray to asses lead location. Caller will followup with np and later with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).